Event description:
It was reported that an asymptomatic patient device was found in back up mode due to eri. The device was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory due to low battery voltage. It was noted that increased current drain during field interrogation led to device battery voltage dropping to eol. The device longevity was determined to be normal.